Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient experienced pneumoperitoneum, epigastric pain irradiated to shoulder, severe dyskinesia and moderate stoma site exudate. On (B)(6) 2019 it was reported the patient had stoma site pain and abundant stoma site exudate. On (B)(6) 2019 it was reported the epigastric pain to the shoulder and pneumoperitoneum was resolved and the patient had restarted oral tolerance. A new stoma exudate culture was performed due to the last sample was inconclusive. The patient was treated intravenously with paracetamol, amoxicillin and clavulanic acid and dexketoprofen. It is scheduled that on (B)(6) 2019, duodopa will be restarted.